Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on 26-mar-2026 that patient experienced high blood glucose level to 320 mg/dl and treated with correction bolus vis pump. Large air bubble present in tube. It can cause high blood glucose level.